Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the hand piece rarely turns on and runs much slower and only for a few seconds when it does. The event occurred during pre-operative testing. No harm reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the hand piece rarely turns on and runs much slower and only for a few seconds. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of electric dermatome serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 12, 2011 where it was reported that the device needed repair and the power cord assembly, power switch, ball detent, damaged head, damaged control bar, motor, thickness lever, reciprocating arm, bearings, seal and retaining ring, and o-ring were replaced. This is not a related issue. The device history record (DHR) of electric dermatome power supply serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on august 14, 2018 revealed that the motor was bad and the head was damaged. The bearings and spring seal were worn and also needed replaced. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Product review of the electric dermatome power supply on august 10, 2018 revealed that the device passed all required testing and functioned as intended. Repair of the electric dermatome was performed by zimmer biomet surgical on august 14, 2018 which included replacement of the power cord assembly, power switch, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was that the motor was bad and the head was damaged. The bearings and spring seal were worn and also needed replaced. The calibration was out of specifications at the zero setting only. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was bad and the head was damaged. The bearings and spring seal were worn and also needed replaced. The calibration was out of specifications at the zero setting only. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.